Event description:
A report was received that the patient was experiencing tenderness and pain at the pocket site. It was also reported that the patient mentioned he had fallen a few times. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing tenderness and pain at the pocket site. It was also reported that the patient mentioned he had fallen a few times. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing tenderness and pain at the pocket site. It was also reported that the patient mentioned he had fallen a few times. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing tenderness and pain at the pocket site. It was also reported that the patient mentioned he had fallen a few times. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. Additional information was received that the patient will undergo an ipg and lead replacement.